Event description:
The manufacturer received information alleging a ventilator initial power up issue occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, they were unable to confirm the reported issue. The device passed all testing. The device will be returned to the customer.